Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient undergoing spinal surgery with the pre-operative diagnosis of degenerative disc disease of cervical spine. It was reported that a c-curve cage was implanted. To fix the cage, the corresponding screws were inserted. During the insertion of the screws, metal shavings from the product fell into the surgical site. The screws had to be replaced and the surgical site had to be cleaned of the resulting metal shavings. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information received stated that the procedure being conducted was anterior cervical fusion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.